Event description:
It was reported that revision surgery was performed due to pain.

Manufacturer narrative:
The purpose of this investigation was to evaluate the alumina ceramic femoral head, alumina ceramic liner, and reflection ceramic acetabular shell. The as-received components were examined visually and microscopically. No destructive testing was carried out. Roughening and metal transfer was observed on the majority of the articulating surface of the alumina ceramic femoral head. Sem/edxa spectrum analysis of the metal transfer regions on the articulating surface of the alumina ceramic femoral head revealed signs of titanium, iron, and chromium. Sem image analysis of the roughened regions of the alumina ceramic femoral head revealed signs of grain pull-out. Sem/edxa spectrum analysis of the chamfer region of the alumina ceramic femoral head revealed signs of titanium. Metal transfer was observed on the superior surface of the rim and the articulating surface of the liner. Sem/edxa image and spectrum analysis of the superior surface of the rim revealed signs of titanium, iron, and chromium. Sem/edxa spectrum analysis of the articulating surface of the liner near the rim revealed signs of titanium, iron, chromium and nickel. The metal transfer observed on the articulating surfaces of the femoral head and liner was a combination of titanium and aluminum, likely from a ti-alloy component and iron and chromium, likely from a stainless steel component or instrument. This was likely due to contact by either the head or liner with ti-alloy or stainless steel components and subsequent articulation between the head and liner. The grain pull-out observed on the femoral head was likely due to the articulation of the two components in the metal transfer region.

Event description:
Revision due to migration of the acetabular cup. The patient was experiencing pain.